Event description:
The customer reported that the system did not fluoro. No patient injury was reported.

Manufacturer narrative:
The ge service rep repaired the bent interconnect socket pin to proper position. He recommended that customer replace the interconnect cable due to age and condition. He ordered cable and customer replaced and tested system operation. System is operating as intended.